Manufacturer narrative:
Patient's identifier, age, sex, weight and other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Product not returned for evaluation. If the product returns, analysis will be completed and a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), post implantation, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis. Patient identifier, age, sex, weight & oral hygiene are unknown.